Event description:
Complaint received as follows: the leaking of the cuff was noted before use. Based on available info, medical determination is that this is a serious malfunction. A leaking/ruptured endotracheal/tracheostomy tube cuff exposes the patient to the risk of aspiration of gastric contents and a reduction in ventilation pressure. Reported to the FDA on (B)(6), 2012.